Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results found that the tt012 instrument was received with the sleeve broken. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic lobectomy, it was found that a portion of the device sleeve was broken off when it was removed from the patient. No problem was observed while the device was used on the patient. The broken piece was found and retrieved laparoscopically. The retrieved piece fit the device, so that no additional treatment was required. No pieces were left inside the patient. There were no adverse consequences to the patient. No further information is available.